Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a goodman duraflex 25/3.5 mm stent. Sufficient predilatation was attained and the stent was successfully placed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.